Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka. The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod. The patient reports being found by a family member unconscious. The patient also reports feeling tired. The patients reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site. The patient was taken by ambulance to the hospital where they were transferred to another hospital and placed in the intensive care unit as they were in a coma. In addition the patient was diagnosed with dka and pneumonia the patient was treated with manual insulin injections. In addition the patient was prescribed losartan potassium (50 mg) as well as omeprazole (20 mg) both to be taken once daily. The patient was discharged from the hospital after 10 days.